Event description:
A malfunction was reported with the pump, displaying malfunction code 16, which could not be reset. There was no reported impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump and confirmed the shipping address. The customer was advised to use mdi as backup therapy, instructed on how to put the pump into storage mode, and requested to return the problematic pump with a pre-paid label within 10 days.